Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead displayed episodes of appropriate anti-tachycardia pacing (atp) and inappropriate anti-tachycardia pacing (atp) and oversensing of atrial fibrillation (af). Physician chose not to reprogram since the device will be changed out shortly. Patient medication was adjusted and no arrhythmia's have been recorded. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.